Manufacturer narrative:
(B)(6). The sample was received for evaluation. Visual inspection did not reveal any non-conformances. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access blood solution set had "loose fibres along the edges of the outer packaging and some have burst through the packaging". There was no patient involvement. No additional information is available.